Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe had foreign matter found in it during use that appeared to be "wings" from another syringe. The following information was provided by the initial reporter: "syringe found to have debris, seemingly wings from another syringe, in syringe chamber."

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 307736 lot 1910236 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has concluded that the plastic piece could be a broken flange of another syringe broken during the primary packaging process in the stack of the barrel feeder. The incorrect alignment of that syringe in the process could produce the rupture of the flange which ended up in the reported syringe. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd emerald¿ syringe had foreign matter found in it during use that appeared to be "wings" from another syringe. The following information was provided by the initial reporter: "syringe found to have debris, seemingly wings from another syringe, in syringe chamber."